Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-00801 for a description of the first device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached when the physician was throwing the mesh leg through the sacrospinous ligament. The needle was captured inside the capio cage. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.